Manufacturer narrative:
Date of event: unknown. Medical device brand name: exact device unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® sst¿ tubes were having issues with poor separator movement. No serious injury or medical intervention reported.

Manufacturer narrative:
Describe event or problem: has been updated to include corrected medical device brand name. Medical device brand name: has been corrected to "bd vacutainer® sst¿ blood collection tubes". Medical device type: has been corrected to "jka". Unique identifier (UDI) #: has been corrected to (B)(4). PMA / 510(k)#: has been corrected to "bk050036".

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were having issues with poor separator movement. No serious injury or medical intervention reported.